Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface board. No constant high pitch noise was noted. The battery longevity could not be tested due to the blank display. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is unknown. The insulin pump was alerting a high pitch sound.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.